Manufacturer narrative:
H6: investigation summary one used sample model 10014916, lot 22075068 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd filled with water and was unable to be flushed. The male luer and then filter was cut from the line. The set was able to be flushed once the filter was taken out of the line. Visual inspection under a microscope showed signs of excess solvent near the inlet of the filter. A quality notification was sent to the manufacturer. From the manufacturers investigation, the potential root cause for occlusion between the tubing and filter is related to an excess of solvent in the assembly and incorrect tubing handling method before to add solvent due to assembler error. A device history record review for model 10014916 lot number 22075068 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ syringe module administration set wouldn't prime saline past the filter and caused the tubing to expand. The following information was provided by the initial reporter: "I have a bd syringe admin set, microbore tubing, with 0.2 micron low protein binding filter that wont prime with saline. Once the saline gets to the pressure disc, it just blows the disk p like a balloon and won't prime passed the disk."

Event description:
It was reported that the bd alaris¿ syringe module administration set wouldn't prime saline past the filter and caused the tubing to expand. The following information was provided by the initial reporter: "I have a bd syringe admin set, microbore tubing, with 0.2 micron low protein binding filter that wont prime with saline. Once the saline gets to the pressure disc, it just blows the disk p like a balloon and won't prime passed the disk."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.